Manufacturer narrative:
(B)(4). The product was not returned for evaluation. However, because the lot number is known, upon completion of the manufacturing investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
A review was conducted on (B)(6) 2012 between the FDA maude database and the ciba vision complaint management system form (B)(6) 2000 through (B)(6) 2012 which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: "eye injury: from contact with ciba vision's clear care no rub solution? I used the solution to rinse my contact lens before inserting into my left eye. My eye was severely injured and burned from the product, and I had to seek medical help and was prescribed prescription eye drops for the damage to my left eye. The product and packaging, particularly the outer packaging, is misleading and so closely resembles saline solution packaging, it si not clear that the product is, in fact, not saline solution and should not come in contact with the eyes. Dates of use: (B) (6) 2010. Diagnosis or reason for use: contact lens use. Event abated after use stopped or dose reduced: no." No contact information was provided; therefore, follow-up is not possible.